Manufacturer narrative:
Due to the character limit in the e1 event site name, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
It was reported by customer that after 3 days of use of the cardiosave intra aortic balloon pump, on fourth day an alarm occured and the display was confirmed to be frozen. The issue was resolved after a restart. There was no patient injury.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 (health effect ¿ clinical code), h11 corrected field - e1 (initial reporter, event site telephone). It was reported that during use the cardiosave intra-aortic balloon pump (iabp) display froze and an alarm sounded. The issue was resolved after a restart. Use continued, but as there was equipment in stock, replacement of the equipment was considered. The equipment was scheduled to be replaced in the morning of (B)(6) (it was still in use when the hospital was contacted, so the equipment was replaced before replacement). Patient involved and no harm reported. A getinge field service engineer (fse) confirmed from the fault log that an internal communication error fault#115 had occurred. Fse replaced the executive processor board (0670-00-0770) and video generator board (0040-00-0456) based on the service manual. The equipment was in good working order.

Event description:
N/a.

Event description:
N/a

Manufacturer narrative:
Corrected fields: d4-UDI number, d10, h6-medical device problem code. Updated fields: b4, d9, g1-contact person at mfg site, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion component code) and h11. A getinge field service engineer (fse) confirmed from the fault log that an internal communication error <fault#115> had occurred. Fse replaced the executive processor board and video generator board based on the service manual. The equipment is in good working order.